Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, up button was sticking, insulin squirts out during priming, and had a no delivery and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomalies, no excessive no delivery/occlusion alarm, failed battery alarm and low battery alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act and up.